Event description:
It was reported that they were experiencing high blood glucose level, which resulted in a hospitalization. Customer stated that the insulin pump had a critical insulin pump error alarm. Customer reported that they received open book image on the insulin pump screen. It was unknown that auto mode feature was active or not at the time of event. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.